Event description:
Baxter tubing infusing tpn into a PICC line found to be leaking at the port closest to the baby. All fluids changed. Tubing saved for apsm. Manufacturer response for IV tubing, set non-dehp 60 dpm (per site reporter) follow up meeting scheduled for today. They are aware of this defect and will not complete implementing corrective actions until end of october.